Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively, the pt presented with blurry vision that was not correctable to 20/20. Lens dislocation is suspected, but not confirmed. Additional info has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.